Event description:
Healthcare professional reported "ruptured saline implant". This record is for an unknown side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, d6b.

Event description:
Healthcare professional reported "ruptured saline implant". This record is for an unknown side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ruptured saline implant.

Event description:
Healthcare professional reported "ruptured saline implant". This record is for an unknown side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.

Event description:
Healthcare professional reported "ruptured saline implant". This record is for an unknown side. Device was explanted and replaced.